Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the ring present at the top of the reservoir compartment was cracked and customer used a tape to lock the reservoir in insulin pump. The customer¿s blood glucose level was 55 mg/dl. The customer also stated that the reservoir lip ring was damaged. Troubleshooting was performed for damage and noticed the reservoir did not lock in place. The customer declined troubleshooting for low blood glucose value. The customer also had blood on the infusion site. Advised the pump will need to be replaced. Advised to discontinue use of the pump and revert to a back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device was received with a broken reservoir tube lip, partially broken retainer and missing reservoir tube o-ring. The test reservoir does not lock in place and unable to perform the displacement test due to the partially broken retainer and broken reservoir tube lip.